Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was reported that the physician did a catheter access port (cap) dye procedure to confirm the catheter was patent. It was successfully proven to be patent. The physician tried to get a pump replacement surgery approved for (B)(6) 2020, but his hospital denied this request in response to the current covid-19 pandemic. The issue had not been resolved. The pump remained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of dilaudid at 3.514 mg/day via an implantable pump. It was reported the patient's critical alarm was sounding every 10 minutes. The doctor interrogated the pump and found it stalled on (B)(6) 2020 and recovered three hours later, then stalled again (B)(6) 2020 with a recovery 14 hours later, then stalled again on (B)(6) 2020 with no recovery after 18 hours. There were no known environmental/external/patient factors that may have led or contributed to the issue. The doctor tried to push a demand bolus through, as well as change the dosing to knock the pump out of the stall, but it did not work. The issue was unresolved. The patient was awaiting surgical replacement. The patient's status was provided as alive - no injury.